Event description:
A customer reported that the internal battery charge increased by a significant percentage in a short period of time. There was no adverse impact to the customer's blood glucose level. The issue was not current at the time of the call, and no unexpected shutdown occurred. The pump data could still be uploaded, and customer service planned to investigate and follow up.